Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The lesion being treated was 90% stenosed, calcified lesion in the extremely tortuous rca (right coronary artery). After confirming with ivus (intravascular ultrasound), the physician attempted to cross the lesion with this 2.5x16mm taxus express2 drug eluting stent and was unsuccessful. It was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.